Event description:
It was reported that (1) device was used during an open gastric bypass (roux-en-y). It was reported by the rep that the staple line, resulting from the firing of a tx60b device, did not maintain adequate hemostasis. The pt was sent back to ICU post-op for a unit of blood. The surgeon is not certain that it resulted from the firing of the tx60b (at the site of the jejunojejunostomy). The rep and surgeon troubleshoot regarding the thickness of tissue and appropriate reloads and everything seems "correct" for this instance. The pt a blood transfusion, and an extended or time. The device and lot number info is not available for review.